Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6), rn, called into emergency support program line to request support to report a pump shutdown unexpectedly while providing therapy to her patient. She reports that they have transferred the therapy to another cardiosave. She would like to report the event and obtain a rental pump as soon as possible. She gives the necessary information to create a complaint and to identify the cardiosave for repair. I contacted (B)(6) from customer service directly (as she gave me the call via teams) to contact the rental team for a direct contact to (B)(6). There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had shutdown unexpectedly. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had transferred therapy to another cardiosave. The customer wanted to report the event and obtain a rental pump as soon as possible.